Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer froze up, it functioned as required during its bench testing and no confirming data was found in the log parsing files. Reconfigured the hard drive and reloaded and updated software as a preventative measure. It was noted that the keyboard was separating at the hinge pin and the keyboard was replaced. The programmer passed all final functional and systems tests, no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze up. The programmer was returned for service. No patient complications have been reported as a result of this event.